Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer used an alternate insulin pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.